Manufacturer narrative:
The pad-pak was first installed on the (B)(6) 2009 and performed to specification up to the (B)(6) 2010. Multiple manual power ups mainly of ten minutes duration were observed between the (B)(6) 2010. During this time the pad-pak became depleted. On the (B)(6) 2011 the device failed a self-test due to a low battery and remained in fault mode until the (B)(6) 2011 when a new pad-pak was installed. The pad-pak was then removed from the device on seven occasions between the (B)(6) 2011 and (B)(6) 2015. During this time the device recorded four low battery fails with significant voltage fluctuations which may suggest that the original pad-pak had been reinstalled. On the (B)(6) 2015 the device recorded a manual power up of 14 minutes duration. This may indicate a patient was involved. However as the user accessible memory log was erased prior to (B)(6) 2015, no further information can be obtained. Further multiple manual power ups mainly of ten minutes duration were observed between the (B)(6) 2015 and the final history log entry on the (B)(6) 2015. During this time the pad-pak became depleted. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore the low battery fails may have been caused by the user installing the original depleted pad-pak or the pad-pak may not have been seated correctly within the device housing. The pad-pak, which contains electrodes is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Device switching on automatically.